Event description:
During the g3 nail surgery, when the surgeon inserted the set screw in the g3 nail, it was not possible to insert. The set screw stuck inside the nail. Therefore, the surgeon removed the nail and lag screw, and inserted the brand new nail. The surgery was completed.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.